Event description:
The subject device is a centralized patient monitoring system that uses a commercial, off-the-shelf crt (cathode ray tube) monitor to display patient information. The customer reported that the crt made crackling noises, caught fire (although no flames were visible outside of the crt) and emitted a 3-foot column of smoke out of the back of it. The customer stated that the crt was subsequently removed from the building and relocated to the parking lot. The customer stated that they were not interested in returning the crt for evaluation. The customer further stated that no persons were injured and there were no adverse patient events. It was reported that centralized patient monitoring was interrupted for about one hour when staff cut power to the system in response to the event.

Manufacturer narrative:
The particular item involved in the event was sold by welch allyn, but was not made by welch allyn. No evaluation of the subject item involved in the event will be possible because the customer has declined to return it for evaluation. A review of our complaint files (for the past ten years) found no similar reported event. The subject item was beyond its stated end of life at the time of the reported problem.